Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive result with the ID now covid-19 assay performed on a direct tested nasal kitted swab. Repeat testing was not performed. Rt-pcr confirmation testing was performed on (B)(6) 2021( sample type not provided) generated negative result. The customer stated the patient was positive in (B)(6). No additional patient information, was provided. Additionally, the customer confirmed there was a delay in the patient's planned procedure until the laboratory result was delivered.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1026050 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1026050 , test base part number 190-430 / lot: 1026050 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1026050 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.